Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-nov-2017 with the following findings: the pump was returned in a condition that made investigation impossible. The pump was found to be completely shattered and damaged ans unable to power on for testing. The complaint of inaccurate delivery was not able to be investigated due to the physical damage to the pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter noted that the patient experienced elevated blood glucose (bg) over 250 mg/dl but under 500 mg/dl with no reported additional signs or symptoms of hyperglycemia. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.